Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the health care professional (hcp) that the cardiac resynchronization therapy defibrillator (crt-d) showed different data than expected. The left ventricular pace (lvp) percentage has skewed as seen on remote monitoring system however the previous in-office checked was normal. It is noted the patient experienced chronic atrial fibrillation (af) and all other lead measurements were within normal limits. A memory download was performed and determined that the device experienced single event upset (seu) causing the lvp percentage to increase dramatically. Boston scientific technical services (ts) discussed the calculation differences at in-office and remote monitoring system. The device remains in service. No adverse patient effects were reported.